Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4)

Event description:
It was reported that stent foreshortening occurred. The target lesion was located at the bifurcation of the proximal circumflex artery. A synergy¿ drug-eluting stent was implanted in the lesion. However, upon removal of the jailed guide wire it caused the guide catheter to engage deeply and foreshortened the stent. An additional synergy stent was used and the procedure was successfully completed. No patient complications were reported and the patient's status was stable.